Event description:
Litigation papers allege implant failure, elevated metal ion levels, permanent injuries and pain. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was reported, patient was experiencing discomfort and a positive pedestal sign. However, during revision, it was confirmed that the femoral component was well fixed.

Manufacturer narrative:
Litigation papers allege implant failure, elevated metal ion levels, permanent injuries and pain. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly. Update - (B)(4) 2016. Supplemental information received; patient underwent a revision on (B)(4) 2016. Unk stem and sleeve added to the complaint. Complaint returned to investigation. This complaint was updated on: (B)(4) 2016 update (B)(4) 2016 supplemental information received. There is no new additional information that would affect the existing MDR decision or the investigation. This complaint was updated on: (B)(4) 2016. Update (B)(4) 2017: pfs and medical records received. After review of medical records for the MDR reportability, in addition to what was reported, patient was experiencing discomfort and a positive pedestal sign. However, during revision, it was confirmed that the femoral component was well fixed. Added product and lot numbers. This complaint was updated on (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.